Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited pauses on telemetry around 30 beats per minute. Intermittent loss of both atrial and ventricular markers was observed during pocket manipulation. It was also reported that the right ventricular (rv) lead exhibited loss of capture. A fracture was suspected. The device was explanted and replaced. The rv lead remains active, but a new ventricular lead was placed. No further patient complications have been reported as a result of this event.